Manufacturer narrative:
Initial reporter address 1:(B)(6). Initial reporter city: nagoya city aichi prefecture 4548502.

Event description:
It was reported that the catheter got stuck with the guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 3.5mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter got stuck with the guide wire. The catheter and guide wire was removed as a single unit and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter got stuck with the guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 3.5mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter got stuck with the guide wire. The catheter and guide wire was removed as a single unit and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. This wolverine device is recommended for use with a 0.014-inch guidewire. The wolverine device was unable to load the device on to a boston scientific 0.014-inch guidewire due to damage to the guidewire lumen of the returned device. The guidewire used by the customer was not returned for analysis. A visual examination identified that the inner guidewire lumen of the shaft was damaged beginning approximately 3mm distal of the bi-component bond and extending approximately 2mm distally. This type of damage is consistent with the user gripping the shaft then applying excessive force to remove the product mandrel from the device, causing the inner guidewire lumen to stretch then accordion. No other issues were identified with the shaft of the device. A visual examination found no issues or damage to the balloon, blades, markerbands or tip of the returned device. The balloon had not been inflated. No other issues were identified during the product analysis.